Manufacturer narrative:
During the device evaluation, corrosion was found throughout the device, including the motor assembly, bearings, and the driveshaft assembly. Increased friction due to the corrosion is a probable cause of the reported overheating.

Event description:
It was reported that during an extraction procedure at the user facility, the drill was overheating. No delay, no medical intervention and no adverse consequences were alleged with this event.